Event description:
Per customer states that after 6 weeks of having the rollator, the rear right caster was cracked and then gradually split. Customer states it looks like the left one may be starting to crack. Customer states this creates a bumpy ride.